Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2015-05574. On (B)(6) 2015, the patient underwent a trial procedure. Following the procedure, the patient began to experience numbness below the chest area. As a result, the trial leads were removed. A CT scan was also performed. The patient was hospitalized and released two days later after the numbness resolved. Further device information is unknown.